Manufacturer narrative:
Date of event: event date was not reported and was approximated to 01oct2020.

Event description:
It was reported that device was broken. A direxion hi-flo was selected for use. Upon unpacking, it was noted that the device was broken when removed from the package. No patient complications were reported.